Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that there was a right ventricular (rv) lead integrity alert triggered due to rv pacing impedance out of range. The lead impedance was above the normal range. It was also noted that there appeared to be oversensing on the presenting rhythm and the non-sustained ventricular tachycardia (vt) episode recorded. There was noise on the lead. The lead remains in use. No patient complications have been reported as a result of this event.